Manufacturer narrative:
The initial reporter is not known at the time of this report. Additional information has been requested; however, not yet received. This report is filed september 23, 2016.

Event description:
It was reported that the device was explanted on (B)(6) 2016, due to an unrelated medical reason. The patient was reimplanted with another cochlear device during the same surgery.